Event description:
Literature: krach, le et al. "Satisfaction of individuals treated long-term with continuous infusion of intrathecal baclofen by implanted programmable pump." Pediatric rehabilitation, 2006. 9(3): 210-218. One patient experienced catheter tip repositioning.

Manufacturer narrative:
This report is being submitted following an internal audit.